Event description:
As a result of a review of our MDR procedure with FDA, it was determined that events in clinical studies should have been reported with in a 30-day time frame. We are filing these late reports as directed by the staff. It was reported that the pt experienced an electric shock while their group impedances were measured. Additional info is being requested.